Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll an reported that a 65 year old male patient has bruises and a rash from the lifevest. The patient was sore and bruised and the patient developed a rash under the ECG electrodes. The patient was given an antibiotic from his doctor. Follow-up indicated that the rash was gone.